Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover and along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the lead. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical test from being performed. The device passed an electrical test performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the lead. These are believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The scanning electron microscopy analysis of the array did not reveal any anomalies within the array. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.